Manufacturer narrative:
Incidental findings: damaged insulation of wires on the backup battery connector cable. Manufacturer's investigation conclusion: the power module was returned for evaluation due to low voltage alarms. The power module (serial number: (B)(6)) was functionally tested with the returned 14v patient cable and did not pass due to low voltage alarms being active. The patient cable was replaced, and the issue was resolved isolating the issue to the returned patient cable. The power module was retested after the replacement and was able to function as intended. The power module was able to operate a mock loop with no alarms active. The power module went through preventative maintenance and is ready for customer use. The root cause of the reported event was determined to be related to the 14v patient cable and not correlated to an issue with the power module. The device history records were reviewed for the power module (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance (qa) specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced constant backup battery (ebb) circuit faults. The backup battery was exchanged, but this did not resolve the issue. The controller was exchanged on (B)(6) 2023. After the exchange, the power module displayed "backup battery due in 32 months" and "replace backup battery". The patient also experienced a no external power alarm while connected to the power module. The power module, system monitor and power module patient cable were swapped several times. Log file analysis captured continuous unable to charge ebb power fault flags which occur when the supply voltage to the controller is low. The recorded voltages were consistently below 12v. As the controller was new, this indicated the issue was caused by the power module or power module patient cable. The entire cart that the patient was connected to was replaced; the new recorded voltages were all around 14.6v. It could not be determined if the power module or the power module patient cable was the cause of the voltage issues. Related controller MFR #: 2916596-2023-01832 related power module patient cable MFR #: 2916596-2023-03954.